Event description:
In 2007, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc at c4/c5. There is no plan to reoperate to remove the detached tip. It was reported the patient has had no complications.

Manufacturer narrative:
The device was returned to manufacturer for evaluation. A visual examination and functional testing was performed. The visual inspection confirmed the elecotrde had detached. The functional testing confirmed the device was returned in a nonfunctional condition. A review of the lot history record for the device was performed. The device met all product specifications. The root cause of the tip detachment could not be determined.